Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1,160 mg/dl and a loss of consciousness. The cause of elevated bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however customer indicated the event caused unspecified permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.